Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
The customer stated she was hospitalized for high blood glucose and the reading was over 500 mg/dl. The customer stated she went to bed with high blood glucose prior to the hospitalization. The customer stated she experienced frequent urination throughout the night. In addition the customer reported low battery life and an error in the history that cleared the settings. Nothing further was reported.